Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record review was performed on part # 319.006 / lot # 7877071: release to warehouse date: 5-jan-2015, manufactured by synthes (B)(4). One non conformance report was written on 12-feb-2015 after the manufacturing process (during order processing at warehouse) for multiple parts/lots including part#319.006 lot#7877071 for damaged labels. Three (3) parts were reworked and 16 parts were scrapped and only conforming product was accepted. This ncr is possibly related to this complaint as the ncr was for damaged labels and the complaint is for damaged product without details of whether the damaged product was out of box damage. Review of the device history record(s) showed that there were possible issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed. One (1) depth gauge for 2.0 mm and 2.4 mm screws (part number 319.006 / lot number 7877071) was received. The complaint condition is confirmed. The depth gauge was received with the proximal portion of the needle broken off at the threads. The broken portion of the needle was received. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. Inspection of the device at customer quality (cq) revealed that the issue with the returned device is a broken needle component. Thus, the non conformance (nc) for the damaged labels would not impact the complaint condition as it would not affect the strength of the needle component. The depth gauge was received with the proximal portion of the needle broken off at the threads. This is where it connects to the calibrated body of the device. The protection sleeve was not received. The balance of the device shows surface wear consistent with use and is in functional condition. Thus, the complaint conditions are confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The returned depth gauge (319.006) is intended for use across various plating systems in trauma and cmf procedures. The 2.4 mm lcp distal radius system technique guide was reviewed. This depth gauge is used for measuring 2.0 mm and 2.4 mm screws. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. As the circumstances at the time of the issue and over the lifespans of the devices are unknown a specific root cause could not be determined. The returned condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the outer body adds additional protection to the needle attachment point during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sterile processing found a ratcheting screwdriver handle and depth gauge damaged. Reporter was not given details to what kind of damage the product has. It is unknown if either product was used in a surgery. During manufacturer preliminary investigation process it was identified that a piece of the returned ratcheting screwdriver handle was broken off from the body. Additionally, the end cap is missing a prong and will not secure into the body. This missing prong was not returned. Also the needle of the depth gauge was detached from the body. No pieces were found to be missing. These conditions were re-evaluated and determined to be reportable on feb 3, 2017. This is report 2 of 2 for (B)(4).